Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jun-2021. The most recent information was received on 28-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 38-year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals (seriousness criterion intervention required), rash macular ("red blotch all over the body"), night sweats ("night sweats"), back disorder ("back problems"), headache ("recurrent headache-like pain") and toothache ("dental pain"), 7 months 14 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 14-apr-2021. At the time of the report, the allergy to metals, rash macular, night sweats, back disorder, headache and toothache outcome was unknown. The reporter provided no causality assessment for allergy to metals, back disorder, headache, night sweats, rash macular and toothache with essure. The reporter commented: as of initial on 23-jun-2021: bilateral salpingectomy was conducted on (B)(6) 2021; device still present and an hysterectomy was planned for removal of the 2nd implant in 1 month. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Lot number: 772495; manufacture date: 2010-08; expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals (seriousness criterion intervention required), rash macular ("red blotch all over the body"), night sweats ("night sweats"), back disorder ("back problems"), headache ("recurrent headache-like pain") and toothache ("dental pain"), 7 months 14 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy) (only one essure was removed). At the time of the report, the allergy to metals, rash macular, night sweats, back disorder, headache and toothache outcome was unknown. The reporter provided no causality assessment for allergy to metals, back disorder, headache, night sweats, rash macular and toothache with essure. The reporter commented: that the device still present and an hysterectomy are planned for removal of the 2nd implant in 1 month. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.